Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules are difficult to close and have broken sears. There was no patient involvement.

Event description:
It was reported that the pump modules are difficult to close and have broken sears. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of damaged/broken sears was confirmed on 34 returned sample pump modules there were eight (8) pump modules observed with no breakage. ¿ visual inspection of the forty-two (42) sample pump modules found that 34 were observed with damage/breakage of the sear right leg dog ear. O there were no observations of sear damage on eight (8) sears. ¿ testing performed on a pump module with a damaged sear found the pump module door sensor failed to engage the sear resulting in a door open alarm. ¿ an attempt to replicate the sear breakage on the returned pump module was performed by dchu (designated complaint handling unit). The resulting investigation performed was successfully able to reproduce the breakage observed in the returned samples. ¿ third party analysis by exponent reported the residue found on the sears contained traces of edta (ethylenediammetetraacetic acid) present in the disinfectant virex tb, which is an unapproved cleaner additionally, exponent confirmed fractured surfaces from the field-returned polycarbonate sears consistent with environmental stress cracking (esc), due to exposure to incompatible cleaning chemicals. ¿ bd mechanical engineering conducted impact testing on sample sears exposed to virex tb cleaner for 96 and 120 hours which revealed brittleness in the polycarbonate material. O due to the brittleness of the sear material, impact testing showed breakage identical to that observed in the hospital-returned samples o sear material and the molding process, although unchanged since 2015, was also reviewed and identified as an opportunity to explore and further bolster the strength of the sear this investigation has not identified material or molding to be the primary root cause of the issue ¿ the review of identified instances of ¿flow stop open¿ alarms confirmed the sear being incapable of properly engaging the door sensor at the time of the broken dog ear ¿ there was no report of patient involvement. Root cause: the primary cause of the reported sear breakage is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking the are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months ((B)(4) large volume pump devices). Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility bd engineering to continue to investigate supplier/molding processes to identify opportunities to continue to strengthen the sear.